Event description:
I am a type 1 diabetic and switched to the dexcom g7 roughly a couple months ago. Every sensor, other than one, has malfunctioned early, usually after a couple days. It will accept a calibration without any alert otherwise, than not actually use the calibration. I have to dig through the log to see that old calibration remain "in progress". It is sometimes 100 points off. Today it was ready 114 pre-meal, I injected insulin accordingly, as I did not "feel" low. Within about 20 minutes I looked and the dexcom was reading 99, I did a finger stick and my actual reading was 50. This resulted in a medical emergency were I needed assistance from another person. Had I been alone, I am unsure what the result would have been. This is a constant problem. I talk to dexcom support after each failure, they have always, 100% of the time, acknowledged it is a failed sensor and offer a replacement. Each replacement with the same systemic malfunctions over and over. I had read through countless online forums and talked to other people about the g7, this is a widespread issue. They are selling products they know fail and can result in death. They are not being held accountable and there seems to be no solution insight. They offer workarounds within their app, never actually working. This product will end up resulting in death. It appears based on past cases, it has already likely killed people. I urge the FDA to immediately investigate them. 99 mg/dl was the reading of the dexcom g7. 50 mg/dl was the actual reading from a finger stick glucose meter.